Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured no external power alarms on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and on (B)(6) 2024. These alarms occurred while the mobile power unit (mpu) was in use and appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarms resolved when power was restored to the system, and no other notable events regarding the mpu were observed. The pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The mpu¿s serial number was not provided. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had log files submitted and captured a series of no external power events on 08may2024, 10may2024 and 13may2024. This was caused by power to the mobile power unit(mpu) being briefly interrupted.